Event description:
Further investigation by the field representative was performed and the specific event information was able to be obtained. One day post implant, the patient with this rv lead became unstable. Both an ultrasound and x-ray were performed which confirmed that the rv lead had perforated the ventricle. Due to their unstable condition, the patient was transferred to a surgical center for a revision. Once at the center, the patient was evaluated again and deemed to be stable at the time and the revision was planned for the next day; however, the patient died overnight. The rv lead has not been returned and it is not expected to be returned.

Event description:
Boston scientific received information that a right ventricular (rv) lead perforated the patient. The status and serial number of the rv lead is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.